Manufacturer narrative:
Device evaluation: the device was not explanted and therefore was not available for evaluation. A direct correlation between the device and the reported multi-system organ failure (msof), stoke and renal failure could not conclusively be established through this evaluation. Stroke, infection, and renal failure are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced chronic driveline infection was reported under medwatch MFR report #2916596-2018-04689. Approximate age of device ¿ 4 years and 8 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2018 due to multi-system organ failure (msof). Prior to admission, the patient was on multiple home inotropes. The patient also had chronic driveline infection, managed with keflex, and renal failure, with refusal of dialysis. While hospitalized, stroke code was called with left sided tingling. The patient¿s expiration was reported as being related to patient condition and not the lvad device.